Event description:
It was reported that the cartridge leaked insulin at the o-ring. The customer's blood glucose level ranged from 243-244 mg/dl. The customer changed the cartridge to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 : device not returned.